Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 22.8 mmol/l and 6.5 mmol/l within 10 minutes on the mobile system. The customer administered novorapid and levemir insulin based on the result of 6.5 mmol/l. No adverse event reported. Requested return of suspect device.